Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report low blood glucose levels. The customer's healthcare professional feels that the insulin pump is delivering too much insulin. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the customer was not comfortable with the insulin pump and requested a replacement. Nothing further was reported.